Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that these types of events can occur: under possible adverse effects, number 12 states, "wear and/or deformation of articulating surfaces."

Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent a total left knee arthroplasty in 1991. Subsequently, a revision procedure occurred on (B)(6) 2014 due to wear of the tibial bearing.

Event description:
It was reported that patient underwent a total left knee arthroplasty in the early 1990s. Subsequently, a revision procedure was planned due to wear of the polyethylene tibial bearing; however, no revision procedure has been reported to date